Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the programmer had intermittent shut-down due to a dead battery. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer restarts/shuts down randomly. The programmer was returned for service. There was no patient involvement.